Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 418 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. Customer went ahead and delivered the 0.5 fill cannula. Customer was advised that we do not need to perform the fill cannula yet. Customer stated that we are not in communication and he is going to call back and disconnected the phone. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 418 mg/dl. The customer stated that he drank milk shake and that cause blood glucose to high. Customer declined to troubleshoot for high blood glucose.